Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. It was reported that patient said she has charged her implant for 2.5 hours over the last few days and it never gets completely charged. Patient said all the coupling boxes are full. Patient said she has never experienced this before. During the call patient was asked to start a charging session. Patient insr was 3/4 full. Patient had all 8 coupling boxes shaded. It was reviewed the ins is charging the patient just needs to charge longer for the implantable neurostimulator (ins) to get full. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient wasn't sure of the circumstances that led to them needing to charge for 2.5 hours and the ins never getting completely charged. The patient noted that the issue was resolved. No symptoms or further complications reported.